Event description:
It was reported that the patient experienced pain and discomfort on the right rib and nausea. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70, serial number: (B)(6), batch/lot number: 7074994, model/catalog description: artisan lead 70 cm, unique identifier (UDI)#: (B)(4).